Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found the color gravity module (cgm) acrylic block cracked at the sample probe tubing connection. He replaced cgm to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there were false positive blood qc results on their ichem velocity automated urine chemistry system. The customer also reported that there was a contained fluid leak found in the waste bin. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The operator was wearing personal protection equipment (ppe) consisting of gloves and a lab coat. There was no biohazardous exposure to wounds or mucuous membranes.